Manufacturer narrative:
H6: investigation summary a device history review could not be completed as no batch number was provided. To aid in the investigation of this issue, one picture sample was provided for evaluation by our quality engineer team. Based on the available information, an exact cause related to the manufacturing process could not be determined for this incident. It is possible that the cause of this issue was incompatibility of the devices used. Smartslip technology (tm) has been introduced to help ensure a secure connection is made. It has been designed to reduce the risk of needle disengagement from luer slip syringes. Smartslip technology is compatible with both luer slip and luer lock connections. H3 other text : see h10

Event description:
It was reported that unspecified bd¿ eclipse needle was damaged. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported the little orange tab sometimes gets stuck inside the lla inner diameter and the needle is not attached correctly, it disengages the lla and not the lla is crooked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ eclipse needle was damaged. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported the little orange tab sometimes gets stuck inside the lla inner diameter and the needle is not attached correctly, it disengages the lla and not the lla is crooked.